Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient came in for a follow up visit and the device was found at end of service. The device had gone to elective replacement indicator (eri) seven months earlier. The patient was admitted for urgent box change. Premature battery depletion is suspected. The device was removed and replaced. It was further noted that there was fluctuating battery impedances related to the premature eri. No patient complications were reported as a result of this event.

Event description:
It was reported that the came in for a follow up visit and the device was found at end of service. The device had gone to elective replacement indicator seven months earlier. The patient was admitted for urgent box change. Premature battery depletion is suspected. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.